Event description:
This implant was placed with our yomi robot in (B)(6) 2024. Bone loss was noted in september at a post op appointment. Additional human cadaver bone was grafted. The patient returned in january for re-evaluation with no improvement. The implant was removed and bone was grafted into the site. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.